Event description:
The patient had a shoulder arthroplasty and the physician chose to use cement. At end of case, an x-ray was taken. Per x-ray report, the radiopaque cement was seen lateral to the humerus within the soft tissue. The patient's daughter reported to the facility that the patient had a painful lump in her arm that she wanted to get removed. Reportedly, the physician said that it was cement that was left in the arm.